Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded a high, out of range shock impedance measurement (140 ohms). There was no noise on the lead. The patient is not dependent. Three weeks later the device was explanted due to code 1003. The shock impedance measurement was again high and out of range (148 ohms) at the explant procedure. Available information indicates that this lead remains in service. Requests for additional information were unsuccessful. No adverse patient effects were reported.